Manufacturer narrative:
Correction and additional information: section b5: additional: subsequent follow up information received from the surgery center confirms that the issue was front haptic of the lens was damaged during the loading process and it was due to technician error. Upon reviewing the complaint folder, it has been determined that the issue of haptic damage was due to the technician's error. Based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 2648035-2021-07710. G8: correction: in review of medwatch 2648035-2021-07710 and per new information received, this event has been assessed not reportable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had loading issue and the technician struggled causing damage to the lens. The lens was fully inserted into patient's right eye and was removed and replaced in the same procedure. The procedure was completed using another lens of same model and diopter. The patient is doing well. The event was observed after insertion. No further information is available.